Event description:
It was reported that customer experienced low blood glucose level. Customer¿s blood glucose was 2.5 mmol/l at the time of incident and current blood glucose level was 12 mmol/l. Customer treated low blood glucose with food. Customer had been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not activated at the time of low blood glucose event. Customer did not alleged that the insulin pump for over delivering insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.